Event description:
Prior to the procedure, a fluid build up was noted in the pericardium using echo and the physician suspected an inflammatory process with no tamponade. The liquid was drained, and the patient remained stable throughout the procedure.

Manufacturer narrative:
Additional informationb5,g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid build up could not be conclusively determined.

Event description:
Following the procedure , an increase in fluid around the pericardium was noted requiring a pericardiocentesis. Prior to the procedure and echo confirmed a small effusion. The patient remained stable throughout the procedure and after the procedure the effusion had increased, and the physician decided to perform a pericardiocentesis. A perforation was not confirmed and the physician believes the increase in effusion was due to the inflammatory process from ablation and not related to a device malfunction.